Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening, observed broken on radius side assessed surgical damage and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device. Observed non penetrating nicks in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture and "calcified axillar lymphadenopathy." Device has been explanted.

Manufacturer narrative:
Photo analysis: it is possible to determine the lot number 3016215 and catalog number 115-322 through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Patient reported right side rupture and "calcified axillar lymphadenopathy." Device has been explanted.

Event description:
Patient reported right side rupture and "calcified axillar lymphadenopathy." Device has been explanted.

Manufacturer narrative:
Cont h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "calcified axillar lymphadenopathy".